Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a heavily calcified coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. After several attempts of delivering the device to the blocked area, the device was removed to pre-dilate the lesion and noted that the delivery system was bent in several sections. After pre-dilation, the synergy stent was re-advanced but there was still resistance while advancing. It was then noted that the hypotube broke in one of the bent sections around 10-12 inches from the hub. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.